Event description:
The patient reportedly experienced loss of lock between the implant and external equipment. Troubleshooting was performed at the clinic and the reported problem was not resolved. Revision surgery has been scheduled.